Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. Customer received normal assistance by a 3rd party but was not incapacitated due to bg level. A correction bolus via pump was administered to address bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.